Event description:
A us distributor reported that an electrode belt does not communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the trunk was pulled from strain relief, damaging the j702 off the distribution node pca.  The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.